Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received analysis was normal. No anomalies were found.

Event description:
It was reported that upon interrogating the pulse generator during implant an error message was displayed. The device was replaced.